Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased calcium results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the alnty c-series cuvette, list number 04s47-01, needed to be cleaned, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased alinity c calcium result for one patient. The following data was provided (customer¿s normal range is 8.4-10.4 mg/dl):sample ID (B)(6) initial result was 1.2, repeat, on another analyzer, was 9.3 mg/dl. There was no impact to patient management reported.